Manufacturer narrative:
A supplement MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported pump displayed no disposable alarm. The device had alarmed for no disposable about 5 times. The pump was not responding to any buttons pushed. Troubleshooting was performed. The cassette appeared empty, but resolution volume was reading 67.5. No patient harm/adverse event was reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.